Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was dislodged. The device was reprogrammed. The lead remained implanted and the patient was in good condition.

Event description:
New information notes that the lead was explanted on (B)(6) 2013 and replaced. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.